Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and all available information was investigated. The reported clip rotation could not be confirmed; however, difficulty positioning was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported clip rotation. However, the observed difficulty positioning was attributed to the observed actuator mandrel bend. A definitive cause for the observed mandrel bend could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve without issue. Upon advancing the clip into the left ventricle (lv), it was observed that the clip arms would rotate around. There was no bending of the shaft or sleeve. The cds was removed with the clip and replaced. A new cds was used successfully. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.